Event description:
Received report of this happening approximately 6 times, including 8/14/98. The coupling on the blood lines did not make solid connection, and air entered the lines - both arterial and venous. Staff feels coupler is defective.